Manufacturer narrative:
(B)(4). Clarification: evaluation method codes: the filler was injected into the patient and is not accessible for return. The syringe was discarded. Clarification: evaluation conclusion codes: "inflammatory process" is a known potential adverse event addressed in the product labeling. Not device related infection in two inferior teeth is considered an unexpected adverse drug experience. A review of the device history record has been completed. No deviations or non-conformances noted. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional (hcp) reported injecting a patient in the lips with 1 ml of juvéderm® volift¿ with lidocaine. 2 weeks later the patient was injected in ck1, ck2, ck3, ck4 and nl1 with 3 mls of juvederm® voluma¿ with lidocaine and in lower eyelids (tt1, tt2 and tt3) with 1 ml juvederm® volbella¿ with lidocaine. Patient presented persistent edema 7 months after the injection. Important edema, heat and erythema in the lower eyelid. Important edema and mild erythema in malar region. The persistent edema needed oral treatment to reduce the inflammatory process. Patient was started on cipro® for 14 days, predsim® 60 mg/day for 3 days with dose reduction until 20 mg (total treatment for 15 days), nisulid® for 3 days, and nexium®. A week later, patient was re-evaluated, and treatment was sustained. Patient was evaluated for an otolaryngologist, who requested a facial CT. A week later, patient informed hcp that topography requested by dentist showed a dental focus. CT scan showed two apical lesions on the right with bone rarefaction and a denser on lower eyelid area, without abscess. Patient was prescribed dalacin® for 7 days, predsim®, nisulid® for 3-5 days, and nexium®. The treatment was reported as provided to prevent permanent injury. 2 days later patient went to the dentist, who informed that treatment was not urgent and should be scheduled. Patient was presenting not device related infection in two inferior teeth on right and a superior tooth with cracked root. 2 days later, patient went to the dentist and it was suggested canal intervention for two superior teeth on the right. It was injected hyaluronidase bilaterally in lower eyelids. 15 days later patient saw another dentist who evaluated the tooth and said that canal intervention was not necessary. By the following day patient was taking predsim®, presented floating edema, worse when trying to reduce the dose of oral corticoid. Physician oriented the patient to a see the dentist again. Event is ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00412 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2020-00413 (allergan complaint # (B)(4)). This is the third MDR submitted for the third suspect product, juvederm® volbella¿ with lidocaine.